Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with continuous high glucose alerts despite three infusion set changes and a new cartridge, followed by use of subcutaneous insulin by pen; highest reported glucose was 576 mg/dl and dexcom g6 was in use. Symptoms included nausea and medium ketones. Outcomes included prolonged elevated glucose above 180 mg/dl for more than 12 hours and use of backup therapy. Investigation included customer care troubleshooting and education, review of alarm history, verification of infusion set changes and sites, and confirmation of backup insulin administration. Investigation of this case revealed no observed infusion set occlusion, leakage, or hardware malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.